Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer reloaded the cartridge and continued to use the pump for insulin therapy.